Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd¿ syringe with bd luer-lok¿ tip was found leaking as there was a crack down the middle. There was no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7214535. Investigation conclusion: root cause: a cracked barrel is likely caused by a barrel getting caught in the machinery and then breaking loose and continuing travel through assembly.